Event description:
A surgeon reported a pt with an unexpected postoperative refraction following bilateral intraocular lens (iol) implant surgeries. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left. Eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/09/2009, 04/10/2009, 04;16/2009, 0427/2009, and 04/29/2009 by phone, fax, and mail. Medical records were received on 04/06/2009. This report was mailed to FDA on: 05/06/2009.